Event description:
In this event it is reported that a patient started treatment with nontemplate aligner arch and after starting they experienced jaw issues, their jaw was locking up and having clicking issues.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot/serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation in general, it is not a complex case, although it is noteworthy that even by refinement 8, not all treatment objectives have been met. However, the case has progressed; the deep bite has been almost completely resolved, as well as the lower crowding. What's left is to complete space closure in the upper arch and address slight rotations in the lower arch. It seems that the issue is patient compliance. The dr can have a call with the clinical team to get some support. DHR we reviewed the DHR for this (B)(6) / patient ID# (B)(6) / practice ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (template), were packaged by the first shift by bag and box operation on (B)(6) 2024, manufacturing in cell 1, equipment mx bag-1. The sales order was inspected and met with the acceptance criteria provided by qa.